Event description:
It was reported that anterior lens vault was noted 10 days post lens implant. The doctor plans to explant the lens. Additional info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.